Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that station drawer 6 slide rails damaged. A field service engineer replaced the affected component and resolved the issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system when the staff fully extends the drawer, the cable connected to it becomes disconnected and requires replacement. A customer has reported that the user is unable to dispense medication to the patient, resulting in a delay for the patient due to a reported malfunction. There were no adverse events or injuries reported based on this event.